Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/20/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: the top of the battery compartment was cracked and due to the crack, the battery cap was unable to secure to the pump. The battery compartment had a leak and moisture was observed inside. Unrelated to the original complaint, the display had a pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).